Event description:
The device was connected to a patient for purpose of routine monitoring. Reportedly, the device spontaneously power off some time during the use. The facility reported there were no adverse affects to the patient resulting from the discrepancy.